Manufacturer narrative:
(B)(4). Eval method: device history could not be reviewed as no serial number was provided. Results: no product returned. Conclusion: cause of event cannot be determined. Analysis: no product returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted.

Event description:
Medtronic received info that this bioprosthetic valve was explanted shortly after implant due to central regurgitation. Upon explant, re-debridement of calcification around the annulus was performed and another mosaic bioprosthetic valve was implanted. There were no adverse pt effects.